Manufacturer narrative:
Evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. After a review of the account ordering and shipping history, the lot number involved could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. Prior to distribution, all captura serrated large forceps - spike are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an esophagogastroduodenoscopy (egd) or a colonoscopy screening, the physician used a cook captura serrated large forceps - spike. The physician reported that the forceps in general are not taking a "nice clean bite" of mucosa. The physician stated the forceps routinely "scrape" the mucosa, then tear the tissue instead of grabbing, biting in and taking a nice clean biopsy. The physician also noted the forceps cups tend to take two small biopsies (one for each cup) rather than one big biopsy. The physician reported the forceps cups are dull and cause more bleeding immediately after the biopsy and are providing small fragments of tissue rather than large pieces. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.